Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level around 40 mg/dl. Reportedly, pump settings needed adjustment. Juice, crackers/cookies, and glucose tablets were consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding adjusting the pump settings.